Manufacturer narrative:
On (B)(6) 2019, the user facility reported to steris that smoke was emitting from their 3080 rl surgical table. A steris service technician arrived onsite to inspect the 3080 rl surgical table and found that the power supply had shorted within the table. Based on the description of the event and the technician's inspection, the event is indicative of fluid intrusion. The fluid intrusion caused the power supply to short which resulted in the reported event. The root cause of the reported event is improper cleaning practices resulting in fluid intrusion by facility personnel. The 3080 rl surgical table operator manual (1-3) states, "caution - possible equipment damage: do not spray cleaning fluid into electric receptacles and avoid spraying directly on override switches or into clearance space above column. Spray or drippage may settle onto electric circuits inside table causing corrosion and loss of function." The technician made the necessary repairs to the power supply, tested the table, and confirmed it to be operating according specifications; however, the user facility decided to remove the table from service due to the age of the table. The table was installed in 1967 making it approximately 52 years old. The technician counseled facility personnel on proper cleaning practices. No additional issues have been reported.

Event description:
The user facility reported via medwatch report number (B)(4) that during a patient procedure their 3080 rl surgical table was emitting a burning smell near the power cord. Facility personnel unplugged the power cord and the procedure was completed successfully. After the procedure, facility personnel attempted to plug a new power cord into the table and a spark emitted from the ac inlet; the table was removed from service. No report of injury.